Event description:
In 12/1998, pt underwent a "tumi" treatment for benign prostatic hypertrophy. Pt experienced a burn to his penis the same day of treatment. Reporter disclosed that after treatment began, dr. Left the room although nurse remained with pt during treatment. Foley balloon placement was not verified by ultrasound every 15 minutes as per the labeling. Nurse claims that visual confirmation of the catheter was made instead. On 1/9/1999 pt had a partial penectomy performed.